Event description:
Olympus was informed that during the middle of an unknown procedure, the evis exera iii video system center unexpectedly shut down. After unplugging and plugging the unit back in, it worked. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty patient board, the software version needed to be updated from 3.01 to 4.10 version and the video connector was in fair condition. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.